Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed. An x-ray showed that the lead was under tension. The lead was explanted and replaced. Patient condition was good.

Manufacturer narrative:
Analysis was normal. No anomaly was found.